Manufacturer narrative:
H6: updated code a141204 based on information in the complaint file.

Event description:
It was reported that a patient implanted with an impella cp experienced optical issues. The pump was found to be in the aorta. The p level of the pump was reduced and the console was turned off. Later, purge pressure issues occurred. The pump was explanted and replaced with a new pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product or data logs were returned for evaluation. Device in wrong position: clinical details noted impella in aorta while on support. The cause of the device in wrong position could not be determined as limited clinical details were provided. High purge pressure/purge system blocked: clinical details noted that pump had purge pressure issues on day 17 of support. No additional details provided. The cause of the high purge pressure/purge system blocked could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Pump stop: clinical details noted that pump stopped after purge pressure issues were occurring. No additional details provided. The cause of the pump stop could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Clinical review: on (B)(6) 2025: impella cp inserted via left axillary artery. On (B)(6) 2025: purge pressure issues noted until pump stopped. Impella in aorta, p-level reduced to p-0. Pump was disconnected and console turned off. A new impella was inserted without issues. Device history review: device passed all post sterile inspection checks.